Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead had exhibited poor sensing values. The lead was explanted and replaced. The patient was noted to be stable following the procedure.